Manufacturer narrative:
Unique identifier (UDI) #: (B)(4). This event occurred in (B)(6). The patient samples were requested for investigation. The investigation is ongoing.

Event description:
The initial reporter received questionable pth elecsys e2g 300 results for 3 samples from the same patient on a cobas e 801 module, serial number (B)(4). The results were reported to the patient's physician, who requested the sample test be repeated.

Manufacturer narrative:
Sample 1 and sample 3 were returned for investigation. Sample 2 was not available to be returned. There was not enough material in sample 1 to perform the full investigation. The sample was treated with a heterophilic blocking tube and tested. The customer-reported values for sample 1 were compared with the investigation values. The issue is consistent with a human anti-mouse antibody (hama) interference. Sample 3 was tested before and after treatment with a heterophilic blocking tube. The customer-reported values for sample 3 were compared with the investigation values. The issue is consistent with a hama interference. A general reagent issue can be excluded. Further investigation is not possible with the lack of information and the data obtained with the measured results.